Manufacturer narrative:
This report is a follow-up to an already existing report. The distributor of this product incorrectly as identified theirself as the manufacturer of this device and submitted report number, 2939274-2019-58136, on their behalf. Three follow-up requests were sent from the distributor to the customer in efforts to obtain additional occurrence information. To date no further information was obtained. It remains unknown if a revision surgery took place. Current patient condition remains unknown. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should additional information become available at a later date.

Event description:
It was reported to rti surgical on 1/09/2020 that an abnormal radiographic evaluation confirmed a hardware failure approximately 67 days post-operatively. Index surgery was performed on (B)(6) 2019 for an intra-operative femur fracture. It was confirmed on (B)(6) 2019 that a hardware failure took place at the fracture site, as well as angulation of the fracture. Although imaging confirmed a hardware failure, it remains unknown which specific piece of hardware failed as there were nine (9) devices implanted in total. Radiographic images could not be obtained by rti surgical.